Event description:
A male consumer reported that he had a mole removed for examination on (B)(6) 2025 and following the doctor¿s instructions, used band aid brand advanced healing jumbo strips to cover the wound for protection on (B)(6) 2025. Consumer reported that after two days, on (B)(6) 2025, he observed a reaction and redness around the wound area, which he initially considered normal. The consumer continued to apply one strip per day. Upon a follow-up visit to the doctor, the consumer inquired about the observed infected wound, only to be informed that the reaction was due to the adhesive used in the strips. As consumer reported, the doctor promptly advised the consumer to discontinue use of the product and prescribed antibiotics along with hydrocortisone cream to relieve the reaction. The symptoms have improved after the consumer stopped using the product. Consumer also reported that he experienced distress and pain for the last 12 days. There is no additional information with regards to event and outcome for this consumer. This is two of four medwatches being submitted as four devices were involved in this event. The same patient is represented in each medwatch. See medwatch 2214133-2025-00007 for device 1 (band aid brand advanced healing bandages, lot 1444c); see this medwatch for device 2 (band aid brand advanced healing bandages, lot na); see medwatch 2214133-2025-00009 for device 3 (band aid brand advanced healing bandages, lot na); and see medwatch 2214133-2025-00010 for device 4 (band aid brand advanced healing bandages, lot na). The same patient is represented in each medwatch.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A2, a4, a5, a6: patient age, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand advanced healing jumbo 3ct ap 9300607179880 9300607179880apa 9300607179880apa. Lot number ¿ n/a. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). D4: 510(k) exempt device I complaint. UDI is na for this submission. UDI: (01) 9300607179880 upc #: 9300607179880 expiration date: na lot # n/a d9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. H6: e2330 ¿ also refers to the consumer alleged for distress and pain. This is two of four medwatches being submitted as four devices were involved in this event. The same patient is represented in each medwatch. See medwatch 2214133-2025-00007 for device 1 (band aid brand advanced healing bandages, lot 1444c); see this medwatch for device 2 (band aid brand advanced healing bandages, lot na); see medwatch 2214133-2025-00009 for device 3 (band aid brand advanced healing bandages, lot na); and see medwatch 2214133-2025-00010 for device 4 (band aid brand advanced healing bandages, lot na). The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.